Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a complaint of damaged tubing was received from the customer. No product or photo was returned by the customer. A device history record review could not be performed because a model or lot number was not provided by the customer. Investigation conclusion: the customer complaint of component damage could not be verified due to the product not being returned for failure investigation. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a hole in the unspecified bd" tubing caused medication/fluid to leak onto the floor. The following information was provided by the initial reporter: "hole in tubing and fluid/medication dripped out onto the floor".